Manufacturer narrative:
Pump received with scratched case, minor scratched display window, cracked reservoir tube lip. Pump had missing segments due to lcd glass damaged. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and system sensor and excessive no delivery test due to lcd glass damaged. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display is blank and it appears that there is an ink stain on the screen. Customer does not recall any significant events leading to the error. Customer's blood glucose was 357 mg/dl at the time of incident. Troubleshooting was done for display but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.